Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter initially called for assistance with the infusion set change. During the call the customer experienced low blood glucose levels. The reading was not reported. The paramedics were called to the customer's home for treatment. It was stated that the customer did not eat breakfast, which would have contributed to the low blood glucose.